Event description:
Hcp reported the pt had complaints of decreased pain relief. A catheter dye study showed pooling of dye at the pump connector. When the device was explanted, it was discovered an occlusion at the catheter tip in the intrathecal space. The pt was reimplanted with another device system. The pt is reported to have improved and is doing well. A f/u report will be sent when add'l info is rec'd.